Event description:
It was reported to boston scientific corporation that during the second insertion of a radial jaw 3 biopsy forceps device, the device became stuck in the working channel of endoscope. According to the complainant, it was very difficult to remove it and at withdrawal, the device was very damaged. There were no patient complications reported as a result of this event (patient gender, age and weight are unknown).

Manufacturer narrative:
Visual examination of the returned device noted that the clevis had detached, one of the two cutter jaws was bent, and the coil was elongated. A functional assessment could not be performed due to the physical condition of the device. The cause of the reported event is considered to be use / user error.